Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported smart cable serial number: (B)(4) did not identify any previous complaints reported to verathon. Trending analysis for the glidescope spectrum smart cables does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image cut in and out when moved. No delay in the procedure, use of a backup device, or harm to the patient was reported.